Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech dealer states front casters will come in contact with drive wheels when walking beams pivot upwards. Per tech possible bent walking beam or lower links.